Event description:
It was reported that during a meniscus surgery, t1 entered the joint cavity, t fixed the meniscus , when it was ready to push the knot, t was separated from the suture. No patient injuries or significant delay was reported. Back-up device was available to complete the surgery. Device was removed from the patient's anatomy.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Trigger has been fully advanced indicating a complete deployment. No ts were returned for examination. Approximately 11.5 inches of suture was returned which has been cut cleanly consistent with a successfully used device. The suture appears to have been cut prematurely prior to achieving the desired tension. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.